Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. The insulin pump had minor scratches on lcd window, cracked display window corner, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed during the priming process. The blood glucose reading was 143 mg/dl. The customer stated that the drive support cap was protruding. The device had not been bumped or dropped prior to the alarm occurring. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.